Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A non bsc guide wire was advanced to the lesion. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 4 atmospheres after being inflated for 5 seconds. Angiography was performed and revealed contrast leakage. When the device was removed, it was noted that the balloon ruptured longitudinally. The device was completely removed from the patient. The procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A non bsc guide wire was advanced to the lesion. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 4 atmospheres after being inflated for 5 seconds. Angiography was performed and revealed contrast leakage. When the device was removed, it was noted that the balloon ruptured longitudinally. The device was completely removed from the patient. The procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. The distal tip was damaged. Magnified inspection identified a pinhole and scratch in the balloon wall at the distal edge of the distal markerband. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).